Manufacturer narrative:
B3 date of event is estimated. Columns were sent as accessories and are not returned for analysis.

Event description:
It was reported that the patient's unit was producing oxygen inconsistently leading to a drop in the patient's oxygen levels. As a result, the patient had shortness of breath. This happened while they were in a car. Troubleshooting did not resolve the issue. Replacement columns were sent to the patient, however those did not resolve the issue either, therefore a replacement unit was sent to the patient and it is working for them.